Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. Additional information received indicated the left ventricular (lv) lead vector was re-programmed. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.